Manufacturer narrative:
At this time, it is unknown if the device will be returned to boston scientific. No further information has been made available. Should additional information become available, this report will be updated.

Event description:
This supplemental report is being filed based on the explant of the device. The exact date of device explant is unknown, so the explant date provided is the date in which the information became known (11/07/2018).

Manufacturer narrative:
Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
It was reported that tones were heard from this implantable cardioverter defibrillator (ICD) device and the device recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. This device remains in service at this time. No adverse patient effects were reported.